Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module printed circuit assembly (pca) board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Additional findings not related to the malfunction/issue was scratches on the display overlay, the whisper cap missing, deteriorated handle o-rings, a calibration issue, and damage to the porting block. The following parts would need to be replaced to address these issues: exhalation port block, bellows clip, handle o-ring, whisper cap, obm blender gasket kit, and front enclosure overlay. The pollen filter needs replacing on the device. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.